Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 1.6, lab: 2.67; (B)(6) 2012, 1.5, 3.5. Time between testing was 30 minutes. Pt is unsure of her therapeutic range but believes that it may be 2.5 - 3. Caller also reports having to "milk the finger" for the past few tests, sometimes adding more than one drop to the strip, and touching the finger to the strip when applying sample. Technical svs sent strips and replacement inratio meter to the customer.

Manufacturer narrative:
Investigation pending.